Event description:
It was reported that the patient feels paresthesia. The patient is enrolled in indications for diagnosis, arrhythmia and monitoring of reveal xt (insight xt). The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.